Manufacturer narrative:
Qn#(B)(4). Mw#5074252

Event description:
According to the maude report (MDR report key (B)(4)/report# mw5074252) "during placement of the internal jugular vein catheter, guidewire broke during removal leaving a portion in the patient's left internal jugular and innominate vein requiring removal by interventional radiology". There is no contact information for the customer therefore additional information cannot be requested. A sample is also reported as being available however due to a lack of contact information the acknowledgement letter cannot be issued.

Event description:
According to the maude report ((B)(4) report# mw5074252) "during placement of the internal jugular vein catheter, guidewire broke during removal leaving a portion in the patient's left internal jugular and innominate vein requiring removal by interventional radiology". There is no contact information for the customer therefore additional information cannot be requested. A sample is also reported as being available however due to a lack of contact information the acknowledgement letter cannot be issued.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed since a correct lot number was not provided by the customer. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.